Event description:
On (B)(6) 2022, this (B)(6) female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain. A white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with 29,937/mm3. A peritoneal effluent fluid culture and sensitivity was not reported, and any infectious pathogen involved with this patient¿s infection remains unknown. The patient was hospitalized on (B)(6) 2022 with a diagnosis of peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. Laboratory tests taken in the hospital were not reported. The patient was prescribed vancomycin and ceftazidime (route, dose, frequency and duration not reported) during this hospitalization. The patient was able to undergo continuous ambulatory pd for renal replacement therapy for the duration of the admission. The patient was discharged from the hospital on (B)(6)2022. The patient followed up with the outpatient clinic post-discharge on (B)(6) 2022 when peritoneal effluent fluid cultures were taken, yielding no growth. The patient was prescribed a one-time dose of vancomycin and ceftazidime for 5 days (route, dose and frequency not reported). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Touch contamination or non-adherence to aseptic technique is the leading cause of transmission of peritonitis causing pathogens. Though the infectious pathogen was not reported with the initial laboratory tests, symptoms of infection that were reduced with antibiotic therapy provides evidence of a resolved peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, this 27-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain. A white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with 29,937/mm3. A peritoneal effluent fluid culture and sensitivity was not reported, and any infectious pathogen involved with this patient¿s infection remains unknown. The patient was hospitalized on (B)(6) 2022 with a diagnosis of peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. Laboratory tests taken in the hospital were not reported. The patient was prescribed vancomycin and ceftazidime (route, dose, frequency and duration not reported) during this hospitalization. The patient was able to undergo continuous ambulatory pd for renal replacement therapy for the duration of the admission. The patient was discharged from the hospital on (B)(6) 2022. The patient followed up with the outpatient clinic post-discharge on (B)(6) 2022 when peritoneal effluent fluid cultures were taken, yielding no growth. The patient was prescribed a one-time dose of vancomycin and ceftazidime for 5 days (route, dose and frequency not reported). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event.

Event description:
On (B)(6) 2022, this 27-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain. A white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with 29,937/mm3. A peritoneal effluent fluid culture and sensitivity was not reported, and any infectious pathogen involved with this patient¿s infection remains unknown. The patient was hospitalized on (B)(6) 2022 with a diagnosis of peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. Laboratory tests taken in the hospital were not reported. The patient was prescribed vancomycin and ceftazidime (route, dose, frequency and duration not reported) during this hospitalization. The patient was able to undergo continuous ambulatory pd for renal replacement therapy for the duration of the admission. The patient was discharged from the hospital on (B)(6)2022. The patient followed up with the outpatient clinic post-discharge on (B)(6) 2022 when peritoneal effluent fluid cultures were taken, yielding no growth. The patient was prescribed a one-time dose of vancomycin and ceftazidime for 5 days (route, dose and frequency not reported). It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event.

Manufacturer narrative:
Corrected information provided in h10 and h6. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.